Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. The device has not been made available to philips for inspection. As a result, visual and functional testing could not be performed. The customer has declined to authorize repairs. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer refused to repair the device.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device failed therapy test. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device failed therapy test. There was no patient involvement.